Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00 x 38 mm stent delivery system catheter was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent struts in the first proximal stent strut row were lifted. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jul-2019.. It was reported that crossing difficulties were encountered. The target lesion was located in a calcified coronary artery. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent could not cross the lesion. No patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.